Event description:
The reason for call was caller reported that they just came from the emergency room because their incision opened and was bleeding. Caller stated that they put a special bandage and glue together and it has not been working for quite a while. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).